Event description:
It was reported that the programmer was unable to receive software updates either via the software distribution network or the universal serial bus. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to be updated with software, however analysis did note that the programmer booted to a white screen and therefore the media processing unit printed circuit board was replaced and the hard drive reimaged and that the printer drawer was missing and a replacement printer drawer was installed. Concomitant medical products: product ID 229047 software analyzer. (B)(4).